Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta (hcg + b) test system on a cobas 8000 e 602 module. The initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned since the patient is 3 months pregnant. On (B)(6) 2017 the sample was repeated and the result was 10000 miu/ml with a data flag. The sample was repeated again by a 1:100 dilution and the result was 68445 miu/ml. The patient¿s result was corrected. The patient was not adversely affected. The hcg + b reagent lot number was 210151 with an expiration date of 05/31/2018. The pinch tube was last exchanged on (B)(6) 2017. Liquid flow cleaning was last performed on (B)(6) 2017. Based on a review of quality control data, no issues were identified. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
A specific root cause was not identified. It is strongly recommended to use rack adapters with 13 mm sample tubes; this is especially important when 13 mm sample tubes are used as secondary tubes. The sample volume should be sufficient and the sample probe should be aligned appropriately.

Manufacturer narrative:
The patient sample was aliquotted into a 13x75 mm tube and rack adapters were not used. A review of the alarm trace found abnormal sample alarms on the day of the event. The last preventive maintenance was performed in (B)(6) 2017. The field service engineer (fse) visited the customer site and verified that the liquid level detection for the probes was to specification. Instrument performance testing results from (B)(6) 2017 were within the specified limits.